Event description:
It was reported a 6f angio-seal sts plus was used to seal the arteriotomy site post carotid angiogram with tpa infusion procedure. Difficulties were encountered during deployment, the black marker was not visualized and the anchor detached during pullback of the device. The anchor was in the femoral artery. The pt undewent surgical exploration. The angio-seal anchor was removed.